Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that immediately after the pump was implanted in 2000, the patient lost bladder use/he couldn't urinate on his own and he never got it back. The reporter didn't think that it was related to the baclofen; she thought the pump caused it. The reporter also reported that at the same time, they ¿started him with too much and he hallucinated and it was awful¿. The reporter mentioned that the patient also had tias (transient ischemic attacks).

Event description:
Additional information was received from a consumer. It was reported that the patient's first pump was replaced due to normal battery depletion. It was stated with the first pump the patient was overdosed and hallucinating, seeing angels on the ceiling, and was out of it. It was stated the doctor sent someone from the clinic to turn down the pain pump as it was too high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.